Event description:
See also manufacturer report 3004209178201002291. The patient experienced a return of pain approximately three months before. She recharged in january for seven hours and it didn't do anything, it offered no relief. She did everything she usually did with the device and is wasn't working. It was unclear which device was involved. Further information is being requested at this time.

Manufacturer narrative:
(B)(4)